Event description:
It was reported that a cartridge did not fit onto the pump. Customer declined to complete the system check at the time of report. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned